Event description:
Procedure type: hysterectomy. According to the reporter: the tweezers broke during the procedure, it was opened and did not apprehend the issue. No injury reported. No temporary damage. No permanent damage. The event did not prolong the hosp stay.

Manufacturer narrative:
(B)(4).